Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during testing, the pump emitted a cs 069 call service alarm immediately upon booting the pump. The call service alarm was recorded in the black box data as a cs 087 error, indicating a failure of the u39 component on the printed circuit board. The complaint was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.